Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode. They were advised to change the site which eventually solved the problem. During the episode the user reached a high of 291 mg/dl blood sugar and were out of range for more than 90 minutes. They experienced excessive thirst and lethargy. The user did not require any outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.